Event description:
New information available on (B)(6) 2018 states that, the device was reprogrammed. The patient was stable.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited non-sustained right ventricular oversensing. It was noted that the device exhibited loss of capture. Programming changes were discussed. No patient symptoms were reported.